Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code prior to an magnetic resonance imaging (MRI) interrogation. Technical services (ts) was consulted, discussed possible false positive and recommended analysis of device data. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received; upon reinterrogation the situation was resolved and an appropriate battery life was indicated. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code prior to an magnetic resonance imaging (MRI) interrogation. Technical services (ts) was consulted, discussed possible false positive and recommended analysis of device data. This s-ICD remains in service. No adverse patient effects were reported.